Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure a review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, there was poor image quality, the adjustment ring for direction of view was corroded, the light guide bundle was broken, the insertion tube had a dent, and the electrical contact in the video connector also had a dent. There was no patient involvement.